Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that there are small holes near the nare connection that leaks oxygen. The device was removed and a new device obtained. No patient injury/harm reported.

Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be performed as the lot number was unknown. The actual sample was not returned for evaluation; therefore, ten pieces of catalog number 2412-13 were selected from current production at the manufacturing facility to test the reported defect. The samples were all visually inspected and no issues were observed. In addition, leak testing was also performed on all ten samples, and no leaks were detected. Because no sample was returned, the complaint could not be confirmed. In the current manufacturing procedure, 100% leak testing is conducted at the assembly area; therefore, any defects would be detected prior to release.

Event description:
The customer alleges that there are small holes near the nare connection that leaks oxygen. The device was removed and a new device obtained. No patient injury/harm reported.